Manufacturer narrative:
The insulin pump functioned properly during rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement test. No motor error alarm noted. Unable to verify for e70 alarm due to over written pump history file. All operating currents are within the specification, no unexpected low battery, and failed battery test or off no power alarm noted. However, the insulin pump was received with cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call motor error alarm and failed battery test. Customer's blood glucose level was 171 mg/dl. Troubleshooting for the motor error alarm was performed. Customer advised they were doing a bolus when they received the motor error alarm. Customer's alarm history showed motor error alarm occurred 4 times. Customer received failed battery test because they removed the battery and then reinserted the same battery. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.